Manufacturer narrative:
Analysis of the lead found no significant anomalies, noting conductor coils were crushed and lead body cut through and product segmented. Insulation and conductor #3 were broken during lead removal. Analysis of the implantable neurostimulator found no anomalies. Both devices functioned properly throughout the duration of the test. Both devices were set to the parameters the explant device had when received for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the cause of the low impedance and jolt was ¿malfunction¿ of the device. It was previously reported that the event resolved without sequelae on (B)(6) 2016 and no impedances were found on interrogation. An unscheduled clinic or office visit occurred as a result of the event. The event was assessed as related to the device or therapy and procedure but not due to programming.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va16ubr, product type: lead. Awaiting device analysis.

Event description:
A healthcare provider returned an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor to the manufacturer after explant of the ins. The patient was not able to tolerate the ins in the pocket and was experiencing strong stimulation or jolts down their left leg. The system was explanted. Patient status is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.